Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). The meter passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurately high control solution results. The reporter obtained control solution readings of "195 and 204mg/dl" on the subject meter. This falls out with the control solution range of "102-138mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.